Event description:
It was reported that an alleged band perforation occurred post-op adjustable gastric band procedure. The filling of the band has never been effective. The surgeon decided to change the band. During the procedure, it appeared that the band was found to be perforated. The band was removed and replaced by a new one with no patient complications.

Manufacturer narrative:
Date sent: 6/19/2009. Information is unavailable; device was not returned for evaluation.